Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded morphine and bupivacaine both with unknown doses and concentration via an implantable pump for spinal pain. It was reported the patient had a motor stall with recovery after a magnetic resonance imaging (MRI). Device interrogation/device data revealed a motor stall with recovery on (B)(6) 2017. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. It was noted the event was related to MRI. The event date was (B)(6) 2017. No further complication were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.